Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.